Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with a rapid ventricular response and motion artifact contributed to the false detection. The pt was reportedly having a seizure in a rehab ctr at the time if the event. Rehab staff was with the pt at the time of the event. The pt was taken to the hosp following the event and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event and continues to wear the lifevest. Device eval was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4), (B)(6) 2013 (reuse) electrode belt sn (B)(4), (B)(6) 2013 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associate with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trail (B)(6) (0.69%per pt-month with 90% confidence). A summary if the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.